Event description:
During a left total knee replacement, it was noted that a tooth on the blade was missing. The missing tooth is not available. X-ray was negative for any foreign particles/pieces. No pt injury.